Event description:
During a procedure for an l5-s1 interbody spacer and fusion procedure, the implant holder would not disengage from the tpal spacer implant. The handle from the device was removed, however, the black inner shaft would not disengage from the implant. After the surgeon struggled with the device, the black inner shaft broke off, leaving one side of the mouth embedded in the tpal spacer implant. The surgeon pried and drilled around the broken shaft piece to remove it from the surgical site. This procedure was prolonged an additional 45 minutes. The tpal spacer implant was left implanted and the broken implant holder inner shaft was removed. This is # 2 of 2 reports submitted on this event.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.